Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard.

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.